Manufacturer narrative:
D4 unique identifier (UDI) for crx preconnect 18: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain in the abdomen and swelling, it was also reported that the reservoir migrated. The reservoir was explanted and replaced. There were no additional patient complications reported.